Event description:
The following descriptions of the event were documented by a carefusion tech support specialist in response to phone conversations with a user facility rep and info documented by a carefusion field service rep following an onsite visit to the user facility. "The ventilators alarms do not sound audibly, no sound at all. No secondary alarm as well." "No adverse effects or injury to the pt." "Customer reported the vent was not alarming - no sound audible, no sound at all, no secondary alarm. Not a pt incident, according to biomed. Onsite troubleshot vent. Observed/found a spill of sticky fluid all over the nebulizer and alarm assembly, and fluid propagated to the bottom of vent cover. Vent - not safe to use, and to be sent to mfg. Informed about issue found and let him observe it. Will be in process of shipping vent back; will be in contact with tech support and sales about rga."

Manufacturer narrative:
On (B)(4), 2010, carefusion sent a letter via e-mail to the user facility seeking additional info concerning the reported event and the condition of the pt. As of dec 1, 2010, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. (B)(4). The carefusion field service rep's initial eval of the device found that there was ingress of a sticky fluid into the device. Based on that, carefusion determined that the device should be returned to the carefusion mfg plant for an in-depth eval. Thus, carefusion issued a factory service call number to the user facility for the return of the device for eval. As of dec 1, 2010, the device has not been received by carefusion.